Event description:
The customer reported that during a coronary bypass procedure, with the device on thick tissue, the knife blade started from its tracks and the jaws would not move. The device was removed from the tissue manually, with no harm to the pt. A new device was opened to complete the procedure. Upon receipt at covidien, a preliminary evaluation of the device found that the knife blade was protruding form the jaws of the device.

Manufacturer narrative:
(B)(4). A visual inspection of the device found the knife was protruding form the jaws. This failure mode is attributed to user error; it has been duplicated in engineering evaluation by clamping on large, rigid tissue. The IFU for this device warns against overfilling the instrument jaws so as not to compromise the cutting function. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU states to eliminate tension on the tissue while sealing and cutting to ensure proper function. Covidien lp implemented a jaw/blade design to increase the blade retention within the jaws of the handpiece. This makes the design more robust to variations in user technique.